Event description:
As reported by the clinic, the patient became a non user due to facial nerve paralysis and decrease in auditory percepts.

Manufacturer narrative:
(B) (4). Implanted device remains.